Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that an attempt to implant the right ventricular lead was unsuccessful. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that an attempt to implant the right ventricular lead was unsuccessful. The lead was not used and was replaced. It was also reported that when withdrawing the lead the coil completely unraveled. No further patient complications have been reported as a result of this event.